Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of stent shaft break. Upon receipt at our quality assurance laboratory, this contour vl ureteral stent underwent a thorough analysis. Visual analysis identified that the with drainage holes were torn and detached at the middle section. The suture was returned, however, the positioner was not returned for analysis. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the information available and analysis results, the reported allegation of stent shaft break was confirmed. It is possible to conclude that this issue could be caused by operational factors. The retrieval line may be removed before placement at the physician's discretion. If the retrieval line gets entangled and is removed using excess force, the stent can get detached/separated and torn during the procedure affecting the performance of the device. A conclusion code of adverse event related to procedure was assigned to this investigation.

Event description:
It was reported that a contour stent was to be explanted from the patient during a stent removal procedure. During the procedure, the stent broke in two. The broken stent was completely retrieved from the patient and completed the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that a contour stent was to be explanted from the patient during a stent removal procedure. During the procedure, the stent broke in two. The broken stent was completely retrieved from the patient and completed the procedure. There were no patient complications reported as a result of this event.